Event description:
A healthcare professional reported that during surgery three ophthalmic sutures from different lots were found to be packed in different packages with varying suture thickness. The surgery was completed on the same day using a different suture. Patient impact has not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened and one unopened suture, in blisters, in a bag were received for the report of a 9.0 in a 10.0 package. A dimensional inspection was performed for suture diameter, and opened sample was found to be conforming for 10/0 suture. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all dimensional and functional testing. The returned opened sample was found to be conforming for dimensional testing associated with the reported event. Therefore, a 9.0 suture in a 10.0 package as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.